Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose was 700 mg/dl. Customer¿s current blood glucose was 489mg/dl. Customer¿s blood glucose was 513 mg/dl at the time of call. The customer had symptoms such as vomit, abdominal pain, headache. The customer was treated with intravenous insulin. Customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.